Manufacturer narrative:
Block b3: exact date unknown, event occurred november 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16725080, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16725080, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16800019, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16800019, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 16800093, UDI: (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation at random times. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced intermittent stimulation at random times. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.